Manufacturer narrative:
Following our receipt of the three returned used sensors and performed visual inspection to one random sensor and found needle bent inside sensor base causing needle hard to remove from sensor as noted in the comments by the customer also found sensor liner stuck to sensor base. No broken or missing parts were observed during analysis. In summary, the customer complaint for needle hard to remove/liner anomaly were confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how this happened. The customer complaint of broken needle was not confirmed. Found whole sensor needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced out of box/package, needle was hard to remove, needle break in body. The customer reported hemorrhage/bleeding which did not require treatment. The event involved product(s) mmt-7040a. Troubleshooting was performed. No further patient complications were reported. Mmt-7040a was requested and customer response was the device will be returned.